Event description:
It was reported that immediately post-op the patient had no stimulation sensation on one side. The physician waited 24 hours, then the patient went back to surgery for revision using the same lead. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.